Event description:
Addendum: the study did not specify which videoscope was involved in each case as a competitor device was also used. Furthermore, the study reported 100% technical success rate and no procedural failures.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the author. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, h6. This event was conservatively reported as a death as it could not be completely ruled out that the olympus device may have contributed to the adverse event. However, there were no report of device malfunctions which reduced the likelihood of device-related harm. The device was not returned for evaluation; therefore, a definitive root cause could not be determined. The most probable cause was not established; the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor field performance for this device.

Event description:
Olympus reviewed the following literature titled "endoscopic ultrasound-guided entero-colostomy with lumen-apposing metal stent as a rescue treatment for malignant intestinal occlusion: a multicenter study." Background. Surgery is the first-choice treatment for malignant intestinal obstruction (mio); however, many patients are deemed unfit for surgery. Endoscopic ultrasound-guided entero-colostomy (eus-ec) with a lumen-apposing metal stent (lams) could represent a new treatment option. Methods. Consecutive patients undergoing eus-ec for mio from november 2021 to september 2023 at four european tertiary referral centers were retrospectively enrolled. Multidisciplinary meetings determined whether patients were unsuitable for surgery or colonic stent placement, or refused surgery. The primary outcome was technical success of eus-ec and secondary outcomes were clinical outcome, safety, and hospital stay. Results. 12 patients were enrolled (median age 72.5 [range 42¿85] years; 58.3% female). Colonic adenocarcinoma was the primary tumor in 75.0% of patients and 91.7% had stage IV disease. Technical success was 100%. No lams misdeployment or other procedural adverse events occurred; three patients (25.0%) had severe post-procedural complications. Clinical success was achieved in 10 patients (83.3%), with 5 (50.0%) resuming chemotherapy after the procedure. Median post-procedural hospital stay was 9 (1¿20) days and median overall survival was 47.5 (2¿270) days. Conclusions. Eus-ec was a feasible technique and could be considered a possible alternative to standard approaches for mio in highly selected patients. Type of adverse events/number of patients: death due to severe sepsis (grade v) - 2 patients.

Manufacturer narrative:
This report is related to patient identifier 194940 (report for the 1 patient with sepsis grade ii documented in the literature). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.